Event description:
The plaintiff's attorney alleged the decedent experienced alkalosis, cardiac arrhythmias and death on (B)(6) 2010, after use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2013-03006.